Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted and the battery icon indicator worked properly. The insulin pump was received with some cosmetic damage.

Event description:
It was reported that the insulin pump alarmed off/no power. Customer's blood glucose reading was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.